Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac), a swift coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced the swiftpac into the target vessel using the microcatheter and attempted to detach it using a handle; however, the swiftpac failed to detach after two attempts. Therefore, the physician decided to remove the swiftpac. While retracting, the swiftpac unintentionally detached within the microcatheter. The physician then used a syringe to push the detached swiftpac into the aneurysm. The procedure was completed with additional swiftpacs, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up MFR report. Section h. Box 6. Component code 2.